Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted due to excessive calcium. Subsequently, a second transcatheter bioprosthetic valve was placed valve-in-valve to increase radial force and create an acceptable seal. No adverse patient effects were reported.